Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment and system functionality. The cmos battery was replaced to resolve original issue of incorrect date / time but after replacement of the battery, software errors occurred. A re-installation of version 3.1.2 application software was completed. The system checkout was successfully performed with system passing all tests. System is performing as intended. No further issues were reported. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported the mobile view station (mvs) date is displayed incorrectly as 2001. After changing the system's date on the mobile view station (mvs), it reverts back to the incorrect date when system is rebooted. There was no patient present when this issue was identified.